Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep observed a "maintenance code 8" (fos module has a single lamp failure). He replaced the fiber optic module (part #0997-00-1161) and the unit showed code 8 (purge retrys). He replaced the in-line filter (part #0008-00-0331) and performed the unit drying procedure. The unit was calibrated and tested to factory specifications. It functioned normally and was returned to the customer. The parts replaced were requested to be sent to the mfg facility at (B)(4) for evaluation. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
The customer's biomed advised that the unit was found with a note indicating that an unk error code had been generated while the iabp was in use on a pt. The pt was switched to another iabp and therapy was continued. No pt injury was reported.